Event description:
Nurse was preparing the resident by placing the sling under her and connecting the four attach points of the sling. Nurse has checked resident for centering in the sling. Checked the sling hooks by pulling down on them and raised the resident up to clearing the bed and pulled the lift away while holding the handle of the lift. Nurse has grabbed the handle of the hanger bar, set in the upright position and placed resident in the chair. Nurse turned her back and grabbed the handles to maneuver the lift into position. Resident then tipped backward out of the sling hitting her head on the lift. Nurse then unhooked the resident's legs from the lift and sling. The pt suffered a laceration to the head. (B)(4).